Event description:
A site representative reported that an open spine clamp has a bent screw. This was not discovered during a case, therefore, no pt was present.

Manufacturer narrative:
No pt was present at the time of the report. RMA issued. Replacement part shipped (B)(4) 2012. Evaluation finds the clamp face to bent to one side causing tension on the adjustment screw. The retainer ring on the end of the adjustment screw has also been stretched allowing some play in the movement of the clamp face.